Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the scope connector cover (s-cover). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had chipping at the distal end. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the jet tube channel and the connecting tube had white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to wear of the scope cover packing, water tightness was lost due to a crack in the grip, the suction cylinder had no color, the scope cover had a crack, switch 1 had a cut, the plug unit had a scratch, the scope connector cover had discoloration due to water leakage, the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover, the water removal ability did not meet the standard value due to damage on the nozzle, the plastic distal end cover had a crack, the light guide lens had a crack, the adhesive on the bending section cover had foreign objects, and the universal cord had a wrinkle. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.